Event description:
The customer reported high bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Explained the two high bg rule. Suggested the customer call back to perform the high-pressure test. Later, the customer called back and informed that they went to the e.r. Twice, but was not admitted to the hosp. Two days later, the customer called back again to run the high-pressure test and passed.